Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left main to left anterior descending coronary artery (lad). The 4.00 x 15 mm nc trek balloon dilatation catheter (bdc) prepped per the instructions for use (IFU) and was used for pre-dilatation. The bdc was advanced with resistance noted with the anatomy. The bdc was inflated twice to 18 atmospheres (atm) for 20 seconds and on the third inflation for 10 seconds, the balloon ruptured. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.